Manufacturer narrative:
(B)(4). Customer returned pump for alleged pump error 63 found on (B)(6) 2021. Pump passed displacement test and self test. No alarm anomalies noted during testing. Pump successfully downloaded to thus. Pump error 63 variable 12 was noted in the history download on[ sep 27, 2021 at 21:02]due to a hardware error arm watchdog failure. Test p-cap locked into the reservoir tube successfully. The electronic assemblies were inspected and no anomalies noted. The following were noted during visual inspection: pillowing keypad overlay, scratched case, cracked keypad overlay, cracked case (battery tube), battery tube threads - cracked, cracked retainer and minor scratches on lcd window. In summary, customers alleged pump error 63 was confirmed in the history files due to a hardware error caused by the arm watchdog failure. Additionally, damaged retainer ring was noted.

Event description:
Information received by medtronic indicated that the insulin pump had a pump error alarm. Customer was assisted with clearing the alarm. Customer was able to successfully clear the alarm. Customer was able to complete insulin pump rewind. Customer stated that they performed self test and insulin pump pass it. Customer reported that they did fill cannula test and insulin was exist. No harm requiring medical intervention was reported. The customer will discontinue use of the device.

Event description:
The device was returned for analysis.

Manufacturer narrative:
Retainer ring = clear. Customer returned pump for alleged pump error 63 found on sep 27, 2021. Pump passed displacement test and self test. No alarm anomalies noted during testing. Pump successfully downloaded to thus. Pump error 63 variable 12 was noted in the history download on[ sep 27, 2021 at 21:02]due to a hardware error arm watchdog failure. Test p-cap locked into the reservoir tube successfully. The electronic assemblies were inspected and no anomalies noted. The following were noted during visual inspection: pillowing keypad overlay, scratched case, cracked keypad overlay, cracked case (battery tube), battery tube threads - cracked, cracked retainer and minor scratches on lcd window. In summary, customers alleged pump error 63 was confirmed in the history files due to a hardware error caused by the arm watchdog failure. Additionally, damaged retainer ring was noted. Additional information has been received which was not included with the initial report. The information has been provided in section b5 with this report. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.